Manufacturer narrative:
(B)(4).

Event description:
It was reported an atrial lead was unable to be implanted. The physician attempted to implanted a second atrial lead which also could not be implanted. The issue was both patient and product related. A third lead was implanted instead. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.